Event description:
The catheter was nicked by the scalpel causing the catheter to fracture / shear off. The catheter was snared successfully from the body with no pt complications.

Manufacturer narrative:
(B)(4). No product or images were provided to assist this investigation. Quality control (qc) confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. Qc also confirms the surface is clean and free of imperfections and the dimensions of the inner and outer diameters at a level one inspection level. The complaint device was not returned to assist in our investigation. Qc personnel verify the type and outside diameter of the tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. Per the provided complaint description the micropuncture device was nicked by a scalpel causing the catheter to fracture/shear off. It is feasible to suggest that the scalpel nick led to a weakening of the material and separation of the catheter. The proper personnel have been notified and we will continue to monitor for similar complaints. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera), no further mitigating action is necessary at this time.